Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer cannot speak about this at this time. Customer unable to troubleshoot nurse called. The nurse has removed the cannula and it is straight. No further details provided.